Manufacturer narrative:
A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Additional information was received from the reporter, confirming that the patient has recovered.

Manufacturer narrative:
Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. A review of the manufacturing records showed all requirements were met. The treatment tip was returned for evaluation. During evaluation of the treatment tip, service found damage to the tip membrane. Based on the available information, damage of the tip most likely contributed to this event. It is unknown what caused damage to the treatment tip membrane.

Manufacturer narrative:
Corrected b4 and g4. Additional information has been received that a bausch health employee was made aware of this complaint on (B)(6)2019 via phone call from the customer.

Manufacturer narrative:
Additional medical information has been requested but not yet received. An evaluation of the tip has been completed. The tip passed flow testing. The tip failed leak, visual, thermistor and function testing. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician¿s office reported that a patient experienced a burn after undergoing a laser treatment on their face. The patient was given pain medicine orally prior to treatment. Two system errors occurred during treatment. This was the first time this tip was used, it was not inspected prior to or during treatment. The burn was noticed the same day as the procedure and the patient was treated with artificial skin and betamethasone. The image taken on the same day of the treatment shows a burn on the left cheek. The image taken five days post treatment shows the burn is healing. A small hyperpigmented lesion remained. The physician states there will not be any permanent damage or scarring.